Manufacturer narrative:
(B)(4). Date sent: 3/15/2021. The surgeon stated that the area of both post-operative leaks was low, probably between the 1st and 2nd staple line. The third case was a low bmi patient in which a serosal tear occurred and required oversewing. It was asked the color cartridge used in problem area and the surgeon stated green was used all the way up. There were no difficulties with device during the initial procedures and no staple formation issues. The surgeon uses a continuous firing stroke during firing. The device was not hard to close and the patients were not high bmi¿s. During a typical procedure, he uses 6 trocars and fires the stapler from 4 different ones.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: sleeve 12/1 with slr overnight stay, no signs or sxs of any complication. 12/24 - to outside ER for abd pain, found to have elevated wbc 18,000 CT showed 10 cm perisplenic fluid collection with air, c/w leak. 12/25 transferred to another hospital ir drainage small amount of thick foul-smelling liquid, drain placed wbc decreased, pt convalesced well . 12/30 - egd showed large 4+cm defect along greater curvature near body/antrum junction. 23x12mm covered alimaxx stent placed d/c from hospital 12/31. 1/4 ER visit for drainage around ir drain site, no admission. 1/8 egd - deficit significantly smaller, stent removed. Defect cauterized (argon) and sutured again. 1/22 egd - defect closed but drain now present in gastric lumen - drain removed and site sutured endoscopically.

Event description:
It was reported that five to six weeks post op to a laparoscopic gastric sleeve there was an anastomotic leak. Powered staplers are used. They do not use black reloads for first firing. Typical cartridge selection- green, maybe gold at end or blue without buttress on last firing. There were no issues with product in initial procedure. Not sure if buttressing was used on all firings. The surgeon blames the slr since nothing changed in procedure. He went back to using seamguard for time being. The surgeon uses some energy devices for dissection. Keeps stomach in anatomical place.